Event description:
It was reported that the ventilator alarmed for high pressure. No ventilator support was delivered. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure. No ventilator support was delivered. Our field service engineer examined the ventilator and the information received was that the ventilator had been incorrectly handled by the user. No parts was mentioned as replaced and no further issues has been reported. The evaluation of the provided logs confirms the reported high pressure alarms. The conclusion is that there are no indications of ventilator malfunction. The alarm generation indicates that the ventilation may have been insufficient. The root cause of the alarms has not been determined.